Event description:
Customer reported a past low blood glucose event with the cause remaining unknown. Specific details about the lowest blood glucose level were not provided, but it was indicated as "low." Cause was not known. In response, the customer consumed carbohydrates as treatment and was advised by technical support to consult with a healthcare professional for further discussion on factors affecting blood glucose levels. The customer acknowledged and understood this advice.